Event description:
It was reported that the patient felt "thumping" in the chest and back, with these symptoms later recreated with pacing at high outputs. No ventricular sensing was noted in bipolar, with small r-waves noted in unipolar. There was no capture in either polarity during interrogation. Reprogramming was performed and the patient was admitted for a chest x-ray. Ultimately, the lead was found to be dislodged under fluoroscopy. The rv (right ventricular) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).